Event description:
It was reported a pericardial effusion and perforation occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Access was gained into the laa with pigtail and was sheath. The 31mm wds was advanced and deployed in laa. The closure device was recaptured. The closure device was deployed a second time and then recaptured again. The physician manipulated sheath in appendage prior to forming flex ball. The physician lost sight of the sheath on transesophageal echocardiography (tee) during second deployment/recapture. A pericardial effusion was noted on tee at this time. The patient chest was then tapped on the procedure table. Approximately 40x50cc syringes of fluid was removed and transfused back to the patient. The was sheath was removed from patient and groin was closed. The operating room was notified, and the patient was then taken to surgery where an atrial clip was placed to treat the laa and bleeding was stopped. The physician suspected that a perforation occurred, after first recapture prior to second recapture of device. The patient remained in the hospital for recovery. It was further reported that the patient recovered and was discharged to rehabilitation facility that following weekend ((B)(6) 2025).

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported a pericardial effusion and perforation occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Access was gained into the laa with pigtail and was sheath. The 31mm wds was advanced and deployed in laa. The closure device was recaptured. The closure device was deployed a second time and then recaptured again. The physician manipulated sheath in appendage prior to forming flex ball. The physician lost sight of the sheath on transesophageal echocardiography (tee) during second deployment/recapture. A pericardial effusion was noted on tee at this time. The patient chest was then tapped on the procedure table. Approximately 40x50cc syringes of fluid was removed and transfused back to the patient. The was sheath was removed from patient and groin was closed. The operating room was notified, and the patient was then taken to surgery where an atrial clip was placed to treat the laa and bleeding was stopped. The physician suspected that a perforation occurred, after first recapture prior to second recapture of device. The patient remained in the hospital for recovery.